Event description:
Asr revision;asr resurfacing- left;reason(s) for revision: metalosis; ellevated chromium levels.(B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing- left. Reason(s) for revision: metallosis; elevated chromium levels. No (B)(4) reference - (B)(4) reference entered instead. Update received: (B)(6) 2014 - attached surgeon confirmation form, added surgeons forename: mr (B)(6), added (B)(4) reference number and added further reasons for revision: pain and alval / soft tissue reaction.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing- left. Reason(s) for revision: metalosis; elevated chromium levels. No (B)(6) reference - (B)(4) reference entered instead. Update received: 30th january 2014 - added surgeon confirmation form, added surgeons forename: mr (B)(6), added dp47 reference number and added further reasons for revision: pain and alval / soft tissue reaction. Update received: 5th february 2014 - confirmed revision date: (B)(6) 2014. Update received: 12th august 2014 - marked as legal, added (B)(6) reference number, removed n/a from patient ID, corrected complaint category - resulting patient harm and failure code to new categories and added manufacturing dates.

Event description:
Asr revision - asr resurfacing- left; reason(s) for revision: metallosis; elevated chromium levels. No crawfords reference - mhra reference entered instead. Update received: (B)(4) 2014 - attached surgeon confirmation form, added surgeons forename: mr ved, added (B)(4) reference number and added further reasons for revision: pain and alval / soft tissue reaction. Update received: (B)(4) 2014 - confirmed revision date: (B)(4) 2014.